Event description:
The affiliate reported a customer found that a cyclesure broke after a sterrad processing. The customer alleged that chemical indicators were used, but it is unclear whether the indicator color changed correctly. The load was not recalled. There was no patient injury reported related to the unrecalled items.